Event description:
Doctor wasn't feeling well and took amoxicillin. He started working using the patterson gloves for the first time and experienced an adverse event. His fingers started tingling and swelled up, and his throat began to itch. He drove himself to the doctor's office, where they called an ambulance and administered two doses of epinephrine. This ultimately resulted in a hospital stay. Reference report: mw5152857.